Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the possible programming error. The patient called that the pump was running since the screen was dark. Green light flashing. The screen shows reservoir volume was 66.9ml, empty in 66 hours and 51 minutes. They compared medication label, and rate should be at 1.2, but were 1ml/hour. The pump was placed on monday at noon for a 96-hour infusion. The tbvi was 120ml. The medication used was 5fu. They called for the pump to be looked at and possibly reprogrammed. The event occurred while in use with patient and no patient harm.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.